Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported bilateral distal type ib endoleak could not be confirmed from the films provided. The aaa diameter has reduced in size since implant and both iliac limbs appeared well sealed within the proximal length of the common iliac arteries. However, there appears to have be a loss of distal od sealing along a ~2cm distal end of both iliac limbs. No contrast/endoleak was seen within the distal aaa sac and therefore it could not be confirmed if this distal limb bilateral sealing loss has resulted in any pressurization of the aaa. The exact cause of the marginal bilateral seal is unknown. This may have been due to disease progression; vessel dilatation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported endoleak occurring 7-months post-implant could not be determined from the pre-implant films provided. Images during implant and post-implant were not provided, and assessment of the endoleak could not be performed. The endoleak location and endoleak type is also unknown. The pre-implant film report revealed that the patient had a moderately angulated infrarenal neck which measured ~70deg. Other than the angulated neck, analysis of the returned pre-implant films did not reveal any anatomical characteristics that could explain the reported endoleak. Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was used for the endovascular treatment of an 51mm abdominal aortic aneurysm. It was reported following a CT scan approximately 8 months post index procedure that bilateral type ib endoleaks in the common iliac arteries were readily apparent. The endurant ii bifurcate was not involved in the endoleaks. As per the physician, the cause of the type ib endoleaks is disease progression. No additional clinical sequelae were reported and the patient is being monitored.